Manufacturer narrative:
(B)(6). Device evaluation: the product was not returned for evaluation as it was discarded by the surgery site. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: the reported issue was not verified. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that black material (fluff) was present on the lens. No patient involvement/injury reported. No additional information was provided to abbott medical optics.